Event description:
Covidien received information that, during patient use, the ventilator shut down with no alarms. The patient was removed from the ventilator. The registered nurse (rn) manually ventilated the patient and the patient was placed on a second ventilator. There was no harm or injury to the patient.

Manufacturer narrative:
(B)(4). The respiratory therapist (rt( attempted to turn on the ventilator where multiple alarm codes were noted and ventilator was continuously alarming. The customer then contacted covidien technical support. The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the power supply and if needed, the analog interface (ai) printed circuit board (pcb). The customer replaced the power supply, which did not resolve the issue. The customer then replaced the ai pcb, which resolved the reported problem. The ventilator is back in service.